Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak between the texium and the needle when administrating cytarabine 1.64 ml (100mg/ 1.64 ml) subcutaneous. There was no report of patient harm.

Manufacturer narrative:
Additional information provided: concomitant medical devices. The customer¿s report of a leak between the texium and the needle was not confirmed. Visual inspection of the syringe components observed no obvious damages or issues. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not determined.